Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a blood glucose level of 450 mg/dl. High blood glucose event began on (B)(6) 2017 with a reading of 300 mg/dl which was treated with insulin pump and injection. No further details were provided for hospitalization. Customer also reported getting a failed battery test alarm and battery out limit alarm. Troubleshooting for the alarms and high blood glucose were completed. Replacement battery cap will be sent out to the customer. The insulin pump was not replaced or returned for analysis.